Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer followed up with the clinical sales representative and confirmed that there were no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Technical support engineer (tse) advised possibly sterile adapter/drape related and recommended to reseat or replace drape and reattempt. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that arm 3 faulted from the instrument perspective. The caller advised that the hook instrument kept spinning, and there was no change after reseating the instrument. The caller also advised that an instrument from arm 4 was placed into arm 3, and the surgeon could not control it. The intuitive technical support engineer (tse) found multiple 22020 errors in the system logs. The tse advised that the reported issue was possibly sterile adapter/drape related, and recommended reseating or replacing the drape. The procedure was completed with no patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: after the procedure the entire system was shut down and restarted. During the following case all 4 arms were restarted in case the issue returned. No further issues occurred during following procedures.